Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported a false positive result when running the alinity m sars-cov-2 assay. The positive result was reported to the clinician and infectionists. The infectionist called, and was very confused because the patient did not have any symptoms of covid-19 infection so she asked for this sample to be retested. The sample was retested using cepheid genexpert sars-cov-2 test, and the result was negative. The patient was not allowed to go to surgery before getting covid test answer. Since the first answer was positive, and the second answer with different assay was negative, the surgeons were very confused about which result to trust and the patient had to wait several hours in the emergency room before the misunderstanding was cleared up. There has been no report of death or serious injury. This incident is being reported to FDA because the incident occurred in estonia using the alinity m sars-cov-2 assay, list number: 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number: 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer file was reviewed. The alinity m run on (B)(6) 2020 was valid, met assay specification requirements, and no message codes or flags were displayed for the positive or negative control. The internal control was valid for sample (B)(6) on the alinity m run. Sample (B)(6) was positive for sars-cov-2 on the alinity m run on 10/24/2020. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 510732. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 assay (list 09n78-090) lot 510732 identified one additional related complaint ticket, which is currently elevated and pending investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 was not identified.